Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was leaking. This occurred after one day of patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was received for evaluation and was visually inspected for the reported damage. Results: visual inspection revealed that the complaint chamber was cracked below one of the ports and the bracket, stretching along the base. Residue was found in several places on the outside and inside of the chamber dome. A lot check revealed no other complaints for lot 130224. Conclusion: the nature of the cracking and the residue found on the returned complaint chamber indicates that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with a solution containing ethanol. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The hospital had confirmed that the chamber had been in use for a day before the cracking occurred, indicating that it was initially functioning as intended. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).